Event description:
It was reported the patient had not felt any stimulation/paresthesia for the past 4 months. Previously the patient had "very good" paresthesia, but currently the patient's pain was poorly managed with increased prescription. It was noted the transmitter had an error code on it, but the error code was not present at the time the device was interrogated. The transmitter was assessed and found to be working "well." The receiver was either not functioning properly or it was at end of life (eol), but it was unknown what the issue was. The receiver was going to be replaced.

Manufacturer narrative:
Product ID 3888-28 lot# l43211 implanted: 1997-(B)(6); product typ lead, product ID 3888-28 lot# l40898 implanted: 1997-(B)(6); product typ lead, product ID 3210 (B)(4); product typ transmitter. (B)(4).